Event description:
It was reported that (1) device was used during a colon resection. It was reported by the affiliate that the h1tuv instrument was broken (no further info). Another instrument was used to complete the case. There was no consequence to the pt.